Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received an alert for high, out of range hv lead impedance. The values in-clinic were in normal range. The device remains implanted and the patient will be monitored via merlin.net. There were no adverse consequences to the patient.